Manufacturer narrative:
(B)(4). Concomitant medical products: 113647 comp primary stem 7mm std 553200, xl-115363 arcom xl 44-36 std hmrl brng 019320, 115310 comp rvrs shldr glnsp std 36mm 242610, 180511 comp non-lckng screw 4.75x35mm 288050, 115330 comp rvrs shdr glen bsplt +ha 177750, 118001 versa-dial/comp ti std taper 685290, 115383 comp rvs cntrl scr 6.5x35mm st 245440, 180504 comp locking screw 4.75x35mm 436280, 180511 comp non-lckng screw 4.75x35mm 852740. The investigation is in progress. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported the patient underwent a reverse total shoulder arthroplasty revision due to pain and a humeral tray fracture, approximately seven (7) years post primary surgery. No additional information was provided.

Manufacturer narrative:
The following report is being submitted to relay additional information available. The complaint was confirmed based on the medical records provided. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause is related to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is made available at this time.